Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer as per hospital policy. If additional info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "pt was dislocating so the doctor removed the liner and head and proceeded to an mdm. No other info per hospital protocol."